Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal and distal conductors were kinked/buckled, the distal and proximal conductors had blood (not obstructed) and the lead had apparent explant damage. Concomitant product: 5076 implantable pacing lead (B)(6) 2012, 6935m implantable defibrillation lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged overnight post implant. The patient had diaphragmatic stimulation which was unable to be avoided with programming and there was a high threshold when the lead moved. The lv lead was explanted and replaced with a different model lv lead. No patient complications have been reported as a result of this event.